Event description:
A patient reported experiencing hyperglycemia while using a one touch meter. Patient has been using ot meter for 3 years. On the day of the event, patient's blood glucose was 50mg/dl at 12:00pm, 61mg/dl at 18:30, and "0" at 20:00. Because of the low ot meter readings, patient was taken to hospital where patient was found to have a blood glucose of 600mg/dl on meter of unknown brand. No further information was provided.